Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported cannot switch from air to co2 gas function during an inspection for use with an olympus video system center. There was no patient involvement reported.